Event description:
A malfunction alarm was reported, identified with the code "malf 0". There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump by providing the necessary instructions, as the customer was unaware of needing power to perform the reset. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump and instructed to call back if the issue reappeared.